Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer recently purchased an o2 mixer assembly (po: 44154289/418) pn: 3hmt-msp161609 and its failing nebulizer tightness check. They found a leak. No patient involvement.